Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and battery were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017, at 15:18:52. The data point prior to the loss of power revealed that no power source was connected to power port one (1) and bat313656 was connected to power port two (2) with 95% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat313696 was connected to power port (1) and bat313656 was connected to power port two (2). The controller was without power for a maximum of 23 seconds. Loss of power to the controller will result in a loud, continuous alarm. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the most likely root cause of the reported "red alarm" was the result of the controller restarting after a loss of power. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. Other devices involved in this event: battery/ bat313656/ model #1650 / exp. Date: 2017-01-31/ UDI #: (B)(4). Device available for evaluation: no. Mfg. Date: 2016-01-31. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a red alarm on their controller when exchanging their power source from one battery to another. The patient states that the opposite port was fully connected and it was checked before actually changing out the battery that was low. The controller and battery remain in use. No patient complications have been reported as a result of this event.